Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not load properly and the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA. The reported condition was not confirmed as the units tested satisfactory.